Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. Technical support (ts) was able to confirm that the unit was experiencing a flow issue, causing the pvt to fail. Technical support (ts) provided the customer with the part number for the flow sensor assembly and discussed installation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that during preventative maintenance, the unit failed the performance verification test (pvt) 5 flowing air at 10 liters per minute (lpm) reading 13.5. The customer reported that there was no patient involvement.